Event description:
It was reported that the patient received an inappropriate shock due to the device not detecting the end of the arrhythmia that the patient was in. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.